Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that at a follow-up, it was noted that the atrial sensing had decreased from 5.0 mv to 1.0 mv. Thresholds had jumped to 3.5@0.5 and an x-ray showed that the ra lead had dislodged. The physician tried to reposition this lead but it kept dislodging. The physician removed this lead and noted that there was tissue in the lead tip.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated cuts in the insulation which resulted most likely from the surgery. He fixation helix was found covered with tissue what confirmed the clinical observation. After removing the tissue the fixation helix could be properly extended and retracted. During the mechanical analysis, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead. Subsequent analysis revealed residuals of coagulated blood along the inner coil of the lead which were introduced into the lead most likely by means of stylets used during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.